Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was in the emergency room on (B)(6) 2017 at 10:30 p.m. Due to high blood glucose. The customer had nausea and was feeling groggy. Their blood glucose level at the time of admission was 647 mg/dl. They were treated with 12 units of manual injection. They were wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed on the insulin pump. The customer¿s spouse stated that the basal and bolus settings were both accurate and correct. When the customer was discharged their blood glucose level was 463 mg/dl. The device will not be returned for analysis.